Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer¿ 24 hour urine specimen container there was an issue with transfer straw not reaching the bottom of the cup. To make it reach the bottom the container needs to be turned around which causes leakage.

Event description:
It was reported with the use of the bd vacutainer¿ 24 hour urine specimen container there was an issue with transfer straw not reaching the bottom of the cup. To make it reach the bottom the container needs to be turned around which causes leakage.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.